Manufacturer narrative:
Pt's gender: unk. The footswitch has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no patient harm/injury" (no consequences or impact to patient). Product problem(s): "system message indicating up switch failure." (Device displays error message). The hospital biomedical engineer reported a system message displayed during surgery. The system message indicated an up switch failure. The tension spring on the footswitch, which had been loosened by the staff, had been loosened to the point of not allowing the pedal to return to the neutral position when it was depressed. The surgeon would depress the footswitch, and the staff would "reverse it manually" by lifting it back to the neutral position. No patient injury was reported.